Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for call was that the caller indicated that they felt that the current device was defective. Since about 4 days after implant, the caller had not had any improvement in their symptoms. They went back to the doctor and saw a nurse practitioner on 4 occasions and they made adjustments, but the patient did not feel anything. The caller wanted to know how to tell if the device was defective. Reviewed that the doctor could run some diagnostics if they think that was the case. Agent reviewed if a defect was suspected they would remove it and send it back for analysis. The caller did not know what was done to the device or which programs that they have tried. The only knew that they have been on different prescriptions and now the doctor was talking about botox or a colostomy bag. The caller reported that when they go to the office, they are asked where they feel the stimulation and they never feel it. Redirected to doctor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.